Manufacturer narrative:
No service was performed on the system. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 4 similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, mar 2010, vol. 7, no 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
A biomedical engineer reported a pt experienced a corneal burn during a cataract with intraocular lens implant procedure. No occlusion bell was heard. Additional info has been requested. This is the second of four reports for this facility.